Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: black box review showed evidence of power on reset events. There was multiple consecutive call service alarms were recorded in the black box and in the alarm history on the reported event date of (B)(6) 2013. On examination, the battery compartment and cap were not damaged. The battery cap was able to fit securely on the pump and maintained electrical connection. During investigation, the pump powered on normally and displayed the ¿verify¿ screen as intended. The display was fully illuminated and clear. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours with no power interruption or alarms occurred during this time. The pump¿s cover was removed. Inspection revealed no intermittent condition to the power circuit. Investigation was not able to duplicate the complaint. The insulin pump was found to be operating as intended; no malfunction was identified.